Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in switzerland, regarding a 23mm sapien 3 ultra transcatheter heart valve implanted in the aortic position via a transaortic approach, during the procedure, the balloon of the certitude delivery system burst just before the valve was fully deployed. Despite this, the valve was well positioned, with no paravalvular leak (pvl) and no aortic insufficiency (ai). Therefore, the physician decided to accept the valve in its not fully expanded state and no additional post-dilatation was performed. The removal of the burst balloon was challenging but successfully carried out by the cardiac surgeon without further complications.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Per evaluation of the returned device, balloon was longitudinally and radially burst. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case balloon burst was confirmed based on evaluation of the returned device. Available information suggests patient factors (calcification) likely contributed to the event as it was reported that calcification of the native valve was the perceived root case. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.